Event description:
It was reported that the pump touch screen was shattered. Subsequently, an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose ranged from 72-127 mg/dl.

Manufacturer narrative:
Device not returned.